Manufacturer narrative:
It was reported that following procedure the pt experienced extrusion, infection, organ perforation, bleeding dyspareunia, and vaginal scarring. It was reported that pt underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to pain due to failure of pelvic mesh, and incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced prolapse, urgency.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.